Event description:
Hex screws on offset reamer handle that keep the instrument together have fallen out. It is unknown when or where they fell out. This instrument has been s9¿d and replaced. There will be no case details available for this pi as the issue was noticed outside of a case. This is all of the information I have available.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Manufacturer narrative:
An event regarding missing component involving a mako reamer handle was reported. The event was confirmed. Method & results: -product evaluation and results: functional inspection confirms the failure is confirmed the offset reamer is missing screws to the device. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a product history review is not required, as no manufacturing specific issue has been alleged. At stryker joint replacement all devices/product are manufactured through validated equipment and inspected by trained representatives through stryker¿s quality management system. -complaint history review: a complaint history review and trend detection is not required as this is a pm. Monitoring will be continued under the current quarterly trend review. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Hex screws on offset reamer handle that keep the instrument together have fallen out. It is unknown when or where they fell out. This instrument has been s9¿d and replaced. There will be no case details available for this pi as the issue was noticed outside of a case. This is all of the information I have available.